Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation was performed for the finished device product number - 136532330, lot number - 8886628, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. . If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records ad (B)(6) 2024 were reviewed by clinician. *on (B)(6) 2019, the patient had a right total hip replacement with depuy products, including a poly liner and ceramic femoral head. On (B)(6) 2021 medical records note patient has facet syndrome, intervertebral disc degeneration, lower back pain, osseous and subluxation stenosis intervertebral foramina lumbar region, pain in left hip, spinal stenosis lumbar canal, trochanteric bursitis, left hip, unilateral primary osteoarthritis left hip. (No pc needed as no known depuy implants) (B)(6) 2021 medical records note the patient has internal derangement left knee and joint pain in the left knee. It was noted that the patient has occasional popping in the knee. Radiographs are reported so linear metallic appearing foreign body presumed portion of a needle lodge medial soft tissues level proximal tibial metaphysis left knee. (No pc needed as no known depuy implants.) On (B)(6) 2022 patient has a revision right total hip arthroplasty to address failure of right total hip. Depuy head/liner 1 depuy screw revised. Depuy head/liner (lot number page 1 of 1485). Patient reports hearing squeaking in the hip and pain. Radiographs are reported to show evidence of poly liner failure. During the procedure the surgeon observed metallosis. The ceramic head was noted to be worn down due to contact with the cup. The liner was noted to be fractured. One of the screws was noted to be slightly prominent and was removed. Acetabular cup and stem were retained. (B)(4). (B)(6) 2022 medical records, note the patient has chronic lower back pain with radiation down the posterior aspect of the bilateral lower extremity specifically to the knees. Patient has severe weakness in their right hip along with increasing pain, limited mobility. The patient is currently involved in physical therapy. (B)(6) 2022, patient presents for follow-up after being seen in emergency department for right hip dislocation. The hip was able to be reduced in the emergency department. (B)(4). (B)(6) 2023 medical records have part/lot for depuy components. Does not provide what side. (B)(6) 2023 gynecological medical records note right hip surgery induced bloodclot in 2019 page 166 there was no specifics provided. (B)(4). (B)(6) 2023 left hip arthroplasty to address avascular necrosis of hip. Competitor components were implanted during this surgery. (No pc required) medical records ad (B)(6) 2024 this pertains to a non mom construct, medical records ad (B)(6) 2024 were reviewed by clinician. Medical records note nsr deep venous thrombosis (dvt) (2013), (no pc required, it's prior to any implants) **on (B)(6) 2019, the patient had a right total hip replacement with depuy products, including a poly liner and ceramic femoral head. The patient was noted to have tolerated the procedure well without complications. (B)(6) 2019 medical records note admission diagnosis of right hip pain, left hip pain, orthopedic aftercare. On (B)(6) 2022, medical records note that on (B)(6) 2022 patient had a right hip revision secondary to device failure. Patient reported that pieces of the device were coming off and shifting, causing the patient significant pain. Patient had been to ER 3 times since the surgery for bruising. After the bruising started last month, the patient reported decreased range of motion at knee and pain along the leg. (B)(4). On (B)(6) 2022 medical records note the patient presents to the clinic to establish care for numbness, tingling and paresthesia's. Patients complains of lumbar stenosis, hip pain and burning sensation in her feet, muscle pain and discomfort. On (B)(6) 2022, medical records note the patient reported pain deep in the right hip, and pain on the left side that shoots to their foot. (B)(6) 2022, patient presents for follow-up after being seen in emergency department for right hip dislocation. The hip was able to be reduced in the emergency department. (B)(4). (B)(6) 2023 patient has a varicose vein that had a scab on it and scab got knocked off. Patient bled. Medical history also noted deep vein thrombosis x1 occurrence after foot surgery in 2013 (no pc required for this as it does not pertain depuy joints) (B)(6) 2023 patient was noted to ¿likely will require total hip replacement¿. Medical records noted that patient had a right hip revision in (B)(6) 2022. Patient reports having worsening pain on the left side of their back radiating down to the knee. Radiographs note collapse of left superior margin of the femoral head with severe left hip joint space narrowing.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2022: pain and bruising on the right inner thigh and a lump on her scar is self described by patient. ER doctor determined the bruising was due to fragile capillaries at surface level. No pc required. On (B)(6) 2022: patient feels she "pulled something" during physical therapy. No indication of intervention. No pc required as it did not describe what harm was identified. On (B)(6) 2023: patient describes a bothersome clunking noise in r hip. On (B)(6) 2023: patient states she is in pain. No indication where pain is or interventions provided.

Event description:
Updated event description: x-rays show the prosthesis shows the femoral head is eccentric within the acetabulum indicating failure of the polyethylene. The impression is right total hip acetabular polyethylene failure.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary innacle poly on ceramic litigation record received. Litigation alleges squeaking noise, painful right hip, discomfort and gait problem. X-ray reported superior orientation of the femoral head component relative to acetabular component. It was also alleged that there was extensive metallosis. The liner was fractured. Femoral head was discolored and worn down. Plaintiff suffered physical, mental pain, disability, disfigurement, loss of enjoyment of life, economic and medical expenses. Doi: on (B)(6) 2019; dor: on (B)(6) 2022; right hip. The product was not returned to depuy synthes; however, photos were provided for review. See attachment " (B)(4) _x-ray_images-received on (B)(6) 2024, (B)(4) -x-ray_images - received on (B)(6) 2024". The x-ray review revealed that the ceramic head is making direct contact with the cup. This condition could occur if the liner has disassociated from the cup, fractured, or is heavily worn down. However, based on the provided evidence, it is not possible to determine if the ceramic head is worn, as such wear for the head is generally uncommon in these unintended interactions between components. Given these findings, it is reasonable to confirm the presence of noise and squeaking. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed, as the observed condition of the [delta cer head 12/14 32mm +9] would contribute to the reported device issue. However, based on the provided evidence, no defect with the device itself could be identified, nor could it be determined that the device contributed to the patient's adverse events. Based on the investigation findings, a potential cause cannot be established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device product number - 136532330, lot number - 8886628, and no non-conformance's / manufacturing irregularities were identified. H11 additional information: corrected: d4 primary UDI number.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: innacle poly on ceramic litigation record received. Litigation alleges squeaking noise, painful right hip, discomfort and gait problem. X-ray reported superior orientation of the femoral head component relative to acetabular component. It was also alleged that there was extensive metallosis. The liner was fractured. Femoral head was discolored and worn down. Plaintiff suffered physical, mental pain, disability, disfigurement, loss of enjoyment of life, economic and medical expenses. Doi: (B)(6) 2019; dor: (B)(6) 2022; right hip. The product was not returned to depuy synthes; however, photos were provided for review. See attachment "(B)(4)". The x-ray review revealed that the ceramic head is making direct contact with the cup. This condition could occur if the liner has disassociated from the cup, fractured, or is heavily worn down. However, based on the provided evidence, it is not possible to determine if the ceramic head is worn, as such wear for the head is generally uncommon in these unintended interactions between components. Given these findings, it is reasonable to confirm the presence of noise and squeaking. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed, as the observed condition of the [delta cer head 12/14 32mm +9] would contribute to the reported device issue. However, based on the provided evidence, no defect with the device itself could be identified, nor could it be determined that the device contributed to the patient's adverse events. Based on the investigation findings, a potential cause cannot be established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product number - 136532330, lot number - 8886628, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The medical record report received states that on (B)(6) 2023 the patient was seen in ed for a right hip dislocation, which was successfully reduced ((B)(6)2022). The patient reports having the sensation of the hip moving slightly.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Pinnacle poly on ceramic litigation record received. Litigation alleges squeaking noise, painful right hip, discomfort and gait problem. X-ray reported superior orientation of the femoral head component relative to acetabular component. It was also alleged that there was extensive metallosis. The liner was fractured. Femoral head was discolored and worn down. Plaintiff suffered physical, mental pain, disability, disfigurement, loss of enjoyment of life, economic and medical expenses. Doi: (B)(6) 2019; dor: (B)(6) 2022; right hip.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.